Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required and additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values and an inability to calibrate the tandem pump display device. The patient had attempted to calibrate the cgm reading was 45 mg/dl and the bg was 140 mg/dl, but it was not accepted. Later, the patient in an auto accident due to loss of consciousness. The bg by emergency medical services was 45 mg/dl and the cgm reading was 160 mg/dl on the sole tandem display device. The hypoglycemia was treated with 2 glucose gels and intravenous glucose drip. The patient sustained cuts on his had and bruises on his arms, knees, and eyes. He underwent head computed tomography which was negative. The patient was prescribe unspecified antibiotic. The patient was stabilized and discharged. The patient was recovering and still taking medication at the time of the call. Per follow up with technical support on 10/10/2024, the patient clarified that they did not take a fingerstick prior to the accident, but they did remember that their pump was reading 140 mgdl. The patient also stated that while at the hospital, the emergency room (ER) staff removed his pump when the bg was 90 mgdl and the pump read 165 mgdl. No data was provided for evaluation. The allegation and the probable cause could not be determined. Prior to the accident the reported glucose values fall within the b zone of the parkes error grid when the patient attempting to calibrate. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the pump was reading 140 mgdl. Once ems arrived, the reported glucose values fall within the d zone of the parkes error grid. During the ER visit, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values and an inability to calibrate the tandem pump display device. The patient had attempted to calibrate the cgm when the egv was 45 mg/dl and the bg was 140 mg/dl, but it was not accepted. Please see related complaint. Later, the patient in an auto accident due to loss of consciousness. The bg by ems was 45 mg/dl and the egv was 160 mg/dl on the sole tandem display device. The hypoglycemia was treated with 2 glucose gels and IV glucose drip. The patient sustained cuts on his had and bruises on his arms, knees, and eyes. He underwent head CT which was negative. The patient was prescribe unspecified antibiotic. The patient was stabilized and discharged. The patient was recovering and still taking medication at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.